Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia with blood glucose readings exceeding 400 mg/dl, peaking at 549 mg/dl, after a supply change, with alerts for prolonged high glucose and no back-up therapy or ketone testing used; the user later noted an air bubble in the tubing after removing the infusion set and replaced the set, after which glucose trended down. Symptoms included fatigue and a subsequent low glucose reading of 82 mg/dl relative to the user¿s typical range. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included customer support troubleshooting and education, confirmation of infusion set replacement, and assignment for additional training. Investigation of this case revealed use-related issues consistent with an infusion delivery interruption potentially due to air in the tubing, with no device alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to infusion set or handling factors rather than a device failure.